Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm nor replicate the customer reported complaint. It is likely the incorrect instrument was returned with this complaint, as the instrument was found to have no broken or protruding components at the distal wrist. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a metal piece that broke and protruded from the wrist of the instrument. There was no report of fragment fall into the patient. The procedure was completed with no reported injury.